Event description:
Info received indicates the left foot siderail will not latch.

Manufacturer narrative:
The tech found the siderail ctr arm was bent. He replaced the siderail ctr arm to repair the bed.